Event description:
On (b)( 2020, the lay user/patient¿s pharmacist contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation, since the patient could not be contacted for additional information. The reporter stated that the alleged meter inaccuracy occurred at an unspecified time on (B)(6) 2020 when the patient obtained a result of ¿477 mg/dl¿ with the subject meter. The patient manages his diabetes with a combination of insulin (apidra and toujeo) and metformin medication. In response to the elevated result, the reporter claimed the patient took an increased dose of insulin (type and dose not reported). The reporter claimed that an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿didn¿t feel good and started shaking.¿ the reporter was unable to confirm if the patient received any treatment for the symptoms. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.